Manufacturer narrative:
Investigation results: market feedback had been received regarding disposable seals for aesculap trocars manufactured as of the end of march 2022. Customers complained about higher friction when inserting 10mm instruments, pulling out the seal when removing instruments or obturators, and tearing off parts of the seal during surgery. This renders the products unusable and they have to be replaced. The incorrect usage of the product, not following warning notices given in the instructions for use (IFU), contributes to this failure. The affected products were not fluorinated according to the valid product specifications at the time of production. The deviating fluoridization can lead to an increased friction between inserted dilator or instrument and may cause the internal parts of the product to jam and/or detach when increased forces are applied by the user. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production.there have been identified three batches delivered to this customer. This concerns the batches 52759372, 52763126 and 52788923. There 14 similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion: based upon the product investigation results an internal risk evaluation/assessment (product safety case) with reference number (internal ag reference no.) Psc 2022-082 were initiated to reduce the probability of the contributing usage error. If the IFU is followed properly by the end user, the failure scenario is avoided and the safety and efficiency of the product is given. As a preventive action the supplier of the product will change the fluoridation process and will implement a 100% in-process control directly after fluoridation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information: investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the inner part came off and the entire lamellar part came off and fell into the patient's abdomen during surgery. The part was picked up and was whole. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).